Manufacturer narrative:
The thermogard console (sn (B)(4)) was evaluated at the customer site. The reported complaint of a damaged pump rotor bearing was confirmed during the visual inspection. The root cause for the reported complaint was the damaged rollers in the roller pump, which caused the ball bearings to escape the roller. The probable root cause was likely due to normal wear and tear or user mishandling. Upon visual inspection, it was noted that one of the gray rollers in the roller pump was damaged causing the ball bearings and lubricant to escape, and making the pump rotor nonfunctional, thus confirming the reported complaint. The roller pump head was replaced to address the issue. The event log review showed no significant discrepancies. Following the repair, the thermogard console passed all the testing with no issues or faults observed. All tests and readings are within the specified limits and function as intended. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard console with serial number (B)(4).

Event description:
During the device check, a damaged pump rotor bearing was noted on the thermogard console (sn (B)(4)). No patient involvement.